Event description:
Patient underwent a laparoscopic low anterior resection with mobilization of the splenic flexure. Covidien ligasure was utilized to divide the inferior mesenteric artery (ima) and there was a misfire of the device where jaws could not open. The procedure had to be converted from laparoscopic to an open procedure.